Event description:
It is reported that the surgery was delayed for 30 minutes when the clamp fractured.

Manufacturer narrative:
Evaluation summary: scanning electron microscopy analysis of fractured portion of clamp indicated a "mixed mode of fracture" was observed as a result of the hardened and tempered condition of stainless steel. A review of the risk analysis and performance requirements included in the design history file indicated that the instrument must be designed to be as strong as a synthes predicate clamp. Testing shoes that the clamp met this design requirement. Cause cannot be definitively determined. As returned, one of the tines of the clamp has fractured. Aside from the fracture, the device appears to be in good shape. No signs of misuse are noted. Device history records have been reviewed an no anomalies were noted. The device has a potential field age of approx 1.5 years.